Event description:
A caller reported receiving a minimum fill notification while re-loading a cartridge on the insulin pump. Reportedly, there was more than 80 units of insulin in the cartridge. The customer re-loaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.